Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the clamps being left open on unused lines is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis (pd) therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. The care giver (cg) informed the technical service representative (tsr) that there were open clamps on unused supply lines. The tsr explained the alarm and advised the cg to cycle the power on the hc to clear the alarm. During the phone call, the cg informed the tsr that their brother went through the setup while they were on the phone and the hp was still connected. The tsr explained the alarm again to the cg and advised that the hp cannot resume the setup with same supplies while being connected. The tsr assisted the cg in ending the therapy again. The hp would complete the therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.